Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube/sleeve drive, wiper seal, flange gripper retainer, latch module, spring latch, bottom plate carriage and lt/rt iui. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the cover/case front syringe. A review of the device history record showed the device had a manufacture date of 13oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the "unit has a crack in the front case under the pressure disc". There was no additional information provided and no patient involvement.

Event description:
It was reported that the "unit has a crack in the front case under the pressure disc." There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. The reported event of a cracked case was confirmed. In addition, damage to the device barrel clamp and bottom plate carriage was found in connection to the reported allegation. This report is reportable based on the finding damage to the barrel clamp assembly guide. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the "unit has a crack in the front case under the pressure disc". There was no additional information provided and no patient involvement.